Event description:
Approx 45 secs after venipuncture and initial flush of nss through midline catheter (inserted 2") pt c/o severe upper abdominal pain and flashing lights before eyes. Pt became short of breath. Condition rapidly deteriorated to resp rate of 40, shallow and with diffuse bilateral inspiratory/expiratory wheezing. She became ashen and grossly diaphoretic and was mouthing "help me." Vs - blp: 120's systolic. Hr: 100-120. The catheter was immediatley withdrawn. Sao2 room air 90% with pao2 low 60's. EKG showed st-t wave changes. O2 was applied. Airway needed no add'l support. Symptoms resolved approx 15 mins later with only supportive intervention. Pt transferred to ccu.